Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One assembled 4 fr groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed and pressurized with a 12 ml syringe of water and a spraying leak was observed between the 42 cm and 43 cm depth marker. A microscopic observation revealed a slightly curved longitudinal split in the catheter approximately 6 mm proximal to the distal end of the catheter. The surfaces of this longitudinal split were observed to be flat and granular in texture. No additional damage was observed on the interior of the catheter; however, the shape of the split was revealed to curve slightly at the center of the split in the opposite direction of the rest of the length of the split. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6)2019, the patient diagnosed with hematologic cancer had a groshong catheter implanted via the basilic vein of the left upper arm for chemotherapy. On (B)(6)2019, the dressing was found to be wet , then the catheter was checked, and leakage from the outside part of the catheter was found. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2019, the patient diagnosed with hematologic cancer had a groshong catheter implanted via the basilic vein of the left upper arm for chemotherapy. On (B)(6) 2019, the dressing was found to be wet , then the catheter was checked, and leakage from the outside part of the catheter was found. There was no reported patient injury.